Event description:
The manufacturer received information alleging a dream station 2 advanced auto CPAP contributed to an allergic reaction of a user. The user reported stuffy nose, runny nose, sneezing, and watery eyes, and was reportedly prescribed medication (nasal spray yet undetermined) by her physician for rhinitis. There was no report of serious patient harm or injury. The device has not yet returned for evaluation. The investigation is on-going. A final report will be submitted when the investigation has been completed.

Manufacturer narrative:
The manufacturer previously reported information alleging a dreamstation 2 advanced auto CPAP contributed to an allergic reaction of a user. The user reported stuffy nose, runny nose, sneezing, and watery eyes, and was reportedly prescribed medication (nasal spray yet undetermined) by her physician for rhinitis. There was no report of serious patient harm or injury. Additional information received from the user indicated the medication prescribed was mometasone furoate 50mg spray twice a day, nasal rinses with saline, and claritin 10mg x 2 per 24 hrs. Customer stated when she wakes up the humidifier is always empty it never has water in it. The device was returned to the manufacturer's product investigation laboratory and the customers complaint was not confirmed. The technician visually inspected the device for obvious defects and found none. The original device error logs were downloaded and reviewed and no errors were found. The device had 324.7 blower and 324.7 therapy hours. Care orchestrator data was unavailable. The technician ran the device, and the device operated properly. The device was dissasembled and no evidence of any contamination was found. The technician concluded the device operates properly. Based on the information available, the manufacturer concludes no further action is necessary.